Manufacturer narrative:
After battery installation, the unit powered up with a white display with a gray spot in the middle of the screen. The text was difficult to read. After further examination of the unit¿s interior, there was heavy corrosion on electrical board just about everywhere. Unable to perform displacement, sleep current measurement, active current measurement, or self tests due to the display anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the middle (enter) keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working and there was water inside the insulin pump. The customer¿s blood glucose level was unknown. The customer also reported that the battery compartment was cracked from middle to side. The device will be returned for analysis.